Manufacturer narrative:
On (B)(4) 2014, a field safety notice (fsca (B)(4)) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by the perfusionist that the patient was on normal ward for routine check. He was in bed, connected to a battery and cac. There was an elective loss of power in the whole hospital and normal ward had no back-up power. While this happened cac could not work but battery was not recognized by con even it was fully charged. Screen went black and patient connected two other batteries and the controller restarted. Log files sent to the manufacturer and batteries were replaced. No effects were reported on the patient. No further information at this time. Investigation is in progress.